Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that they plugged in the camera head at the beginning of the procedure and got a dark blue screen. They tried another camera head on the same box and same issue occurred. They tried that same camera on the spare tower and that worked. No negative impact in state of health reported.

Manufacturer narrative:
The affected device will not be returned for investigation to the manufacturer. Should additional information / investigation results become available, a supplemental report will be submitted. The event is filed under internal karl storz complaint ID: (B)(4).